Manufacturer narrative:
To date the samples have not been received by surgical specialties corporation for root cause and failure analysis. Without reviewing and testing the complaint device or receiving pertinent details regarding the pre-operative preparation of the device, procedure performed, surgeon's technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the reports of infection/skin reactions, results of the culture or blood screen to identify the type of infection/reaction and antibiotics prescribed, a definitive root cause cannot be determined at this time. A review of the device history records for the finished good lots including sterility records, did not identify any quality issues during the manufacturing, in-process or final inspection processes. There are no other complaints reported for the lot.

Event description:
Our affiliate is reporting a doctor had five (5) patients return with post-op skin irritation/infection. The sutures were removed and the patients were given antibiotics. No other information was given or available at this time.